Event description:
Packaging issue: it was reported that there was a tear in the package, it was not sterile. Device was not used. There was no impact to a patient, not used. One device will be returned.

Manufacturer narrative:
(B)(4). The device was received inside of the sterile package with a hole on the lower left corner. During the visual inspection was noted that the damage of the tyvek was from outside to the inside. Cause and time of the damage to the package could not be determined, but most likely occurred outside of ees packaging, as packaging process at sort function has 100% visual inspection of each package.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.